Manufacturer narrative:
This report is submitted on april 11, 2023.

Event description:
Per the clinic, the patient experienced an extrusion of the device through the skin. Subsequently, the patient was hospitalized on (B)(6) 2023 (specific duration not reported) and the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 14, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral antibiotics for a duration of 6 days and IV antibiotics (specific date and duration not reported). This report is submitted on june 2, 2023.